Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that when the device was fired the clips ejected. There was no patient consequence.